Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap gastric bypass, the blade unable to move forward even though the tissue is not thick; try again, same issue occurred. The device partially fired. It only moved forward 1 cm. The device was at end of life. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. Visual evaluation of the reload noted that it was partially fired and the anvil clamping mechanism was deformed. Functional evaluation noted that the reload fired as expected. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.